Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The pump was received intermittent button response due to corroded keypad traces. No button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.